Event description:
Caller reported a cracked and shattered touchscreen on pump after it was dropped and hit the ground, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by sending a replacement pump with updated software and advised the caller to use mdi as a backup therapy. Cts also instructed the customer on steps to store, return, and program the replacement pump, with the caller acknowledging each step.